Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. The customer¿s blood glucose level was in range of 73 mg/dl and current blood glucose is 152 mg/dl. The customer was treated with cracker, peanut butter and jelly. The customer states the drive support cap appears normal. The insulin pump will not be returned for analysis.